Event description:
It was reported that a spectrum pump alarmed for an unk system error during an infusion. The device was delivering glucose to a newborn in the newborn ICU care area. The device was restarted and the infusion was continued. There was no patient injury related to this event.

Manufacturer narrative:
MFR ref number: (B)(4). Baxter received and evaluated the device in question. Review of the device history log was able to confirm that the device alarmed for a system error 322. Further eval could not reproduce this alarm. An eval of known contributors to system error 322 has determined that the upper and lower auxiliary were failing. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.